Event description:
It was reported that the insulin did not alarm no delivery. The customer woke up with high blood glucose of 366 mg/dl. Treated with insulin pump. The blood glucose at bedtime was 71 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.